Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an interventional percutaneous procedure. Reportedly, during use of a proglide device, there was no arterial flow of blood from the marker lumen. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4): incorrect preparation of device: lumen was not flushed with saline. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger was still in the pre-deployed position and there was slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was not patent. The guide tube was peeled and some clotted blood was found on the marker lumen. Upon removal of the clotted blood, marking patency was performed and the marker lumen was patent. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. Based on the investigation, the device conformed to specification and a root cause for the reported event related to the device could not be determined. The marker lumen patency test was performed on every device during manufacturing. It was reported that the device was not flushed with saline during preparation. The perclose proglide device instructions for use (IFU) states: verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The probable cause for no marking can be influenced by many factors, including, but not limited to: manufacturing, if the marker port is against the artery wall, side wall stick, low blood pressure, clot or tissue plugging the marker port and if the device is not in arterial lumen. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any similar incidents reported from this lot. There is no indication of a product quality deficiency.